Event description:
The technician alleged that the bed will not go into trendelenburg positon. No pt impact.

Manufacturer narrative:
The technician replaced the trendelenburg gas spring to resolve the issue.